Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) was confirmed. As received, the monitor was unable to be activated with the response buttons. The cause of the inability to activate is a damaged response button. The cover and switch dome were missing. The root cause of the damaged response button is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that one of the response buttons on a patient's monitor was damaged.